Manufacturer narrative:
Reason for reoperation: deflation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a deflation to an unknown side. It is unknown if explant surgery has occurred; status of device unknown.